Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to a patient related condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff, but flexible except where host tissue was present. A tear in the left cusp along the non-coronary left commissure appears to have originated with host tissue overgrowth that restricted leaflet movement. A tear was noted along the non-coronary left commissure. Remnants of glistening off-white pannus remained attached to the sewing ring on the inflow extending slightly into the all inferior coaptive areas and 1 to 2 mm onto the right an non-coronary cusps. Pannus covers the outflow rail adjacent to all cusps extending over the right non-coronary and non-coronary left stent posts onto the tops of commissural attachments. Pannus along the outflow rail extends over to the outflow margin of attachment and wall tissue. Radiography showed no evidence of mineralization in the valve and host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve was explanted due to regurgitation, secondary to cuspal tears.